Manufacturer narrative:
Pump passed the self test and displacement test. No unexpected pump error 15 alarms during testing however, pump error 15 alarm and pump error 4 are found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had received multiple pump error. The customer¿s blood glucose level was 8.8 mmol/l. The customer reports 4 pump errors that occurred within the last month and now the two errors have come back again. Troubleshoot was performed for pump error and advised the pump will need to be replaced. Advised to revert to backup plan per. The insulin pump will be returned for analysis.